Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration perforation: migration") and genital haemorrhage ("bleeding") in a 31-year-old female patient who had essure (batch no. C95076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and bacterial infection ("bacterial infections"). Essure treatment was ongoing at the time of the report. At the time of the report, the perforation, genital haemorrhage and bacterial infection outcome was unknown. The reporter considered bacterial infection, genital haemorrhage and perforation to be related to essure. The reporter commented: insertion details: 6 coils in left tubal ostia and 8-10 coils in right tubal ostia were noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration perforation: migration") and genital haemorrhage ("bleeding") in a (B)(6) year-old female patient who had essure (batch no. C95076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroids. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and bacterial infection ("bacterial infections"). Essure treatment was ongoing at the time of the report. At the time of the report, the perforation, genital haemorrhage and bacterial infection outcome was unknown. The reporter considered bacterial infection, genital haemorrhage and perforation to be related to essure. The reporter commented: insertion details: 6 coils in left tubal ostia and 8-10 coils in right tubal ostia were noted. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.